Event description:
Customer reported, the system will not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found that upon boot up, the system automatically rebuilt corrupted files. System operates as intended.